Manufacturer narrative:
Batteries were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no anomalies were found. The returned components were installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that root cause was isolated to the battery firmware. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a constant battery inoperative error message. The ventilator was not in use on a patient at the time the event occurred.